Event description:
It was reported that during a procedure, there was a fluid loss/erosion from the cuff, due to this, the old cuff was explanted and the new 4.0cm cuff was implanted and connected to get the ams 800. The procedure was completed. There were no patient complications.